Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Unit received with broken belt clip rails. No pump error 4 anomalies noted during testing or in formatted history files. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm occurred during self test. The customer¿s blood glucose was 101 mg/dl. Customer stated that the clear alarm and finish complete prime process. Customer stated that broken clip rail. Customer was performing a self test and the self test was ok. Troubleshooting was performed. The insulin pump will be returned for analysis.